Event description:
The pt reported that 2-3 weeks ago, she went to the doctor and afterward she became dizzy and her infusion device displayed e2 (battery depleted). She stated that she did not receive the a2 (battery low) warning. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.